Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The approximate date of the event was (B)(6) 2013. A batch review was performed on the potentially associated lot number h12k14047. No issues were noted during the manufacturing of this lot. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized at the time of the peritonitis event. The patient was treated for peritonitis with an unknown antibiotic. On an unknown date, the pd therapy was discontinued and the catheter was removed. Nine days prior to receipt of this report, the patient as switched to hemodialysis. Three days prior to receipt of this report, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.